Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company reprehensive (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml in minimum rate for non-malignant pain and chronic low back pain. It was reported the hospital sent a page through to the rep on (B)(6) 2019 to put the patient¿s pump in minimum rate mode on that day because the patient was loopy and sleepy. The hospital called on (B)(6) 2019 and they wanted the pump permanently shut off. The managing physician put in an order to permanently shut off the pump and was asking for the code. It was noted the signs, symptoms, diagnosis was related to the device or therapy. Additional information was received on 2019-jun-20 from the rep indicated he had gotten further clarification that the managing healthcare provider (hcp) had not authorized the pump to be permanently shut off, only the hcp at the facility has. The managing hcp would rather they not permanently shut it off however he did not have rights to the facility the patient was located at so was unable to be there to evaluate the situation. It was further reported the hcp decided against permanently shutting off the pump and temporarily shutting off the pump. They would keep the pump running at minimum rate and address at a later time. There was a lot of back and forth on whether or not to temporarily stop the pump or permanently stop the pump or leave it at minimum rate. Currently, the patient¿s pump was still at minimum rate and they were going to have a meeting to discuss everything and then call back with a decision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they had no further information regarding the event. The reporter was not aware of any diagnostics performed related to the event. Actions/interventions included programming the patient¿s pump to minimum rate. Regarding the cause of the symptoms and outcome, the reporter had no further information. It was noted the rep was not contacted again and had no further information on the patient¿s weight at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient stated that a representative came out last week or the week before and was going to give the patient names so the patient could get the pump taken out. The patient stated that their pump was alarming. The pump started beeping a non- critical alarm ¿a week and a half ago at first it was a single beep now it sounds like a european ambulance¿. The patient stated that the reason was because she missed a refill and just wanted the pump taken out. Per the patient, ¿someone¿ came to the hospital a week ago and ¿they said there is no morphine in there and it¿s dead¿. The patient also stated the pump was not helping the pain. Per the patient the pump wasn¿t helping her and ¿it was a pain in the ass, it¿s no good, it¿s not helping and if they raise it then it affects my brain¿. The patient stated that this started years ago, and she feels like they were dying. The patient was agitated and wanted someone to come and silence the alarm and help the patient find a doctor to take it out. No further complications were reported or anticipated.